Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will submitted. FDA registration number reporting site:8021545. Manufacturing site:3003442280. Request was performed for additional information including lot number, however lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in process.

Event description:
It was reported that adhesive patch and cannula housing detached from spring prior to insertion event on (B)(6) 2026.